Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside the device. Additional observations were as follows: the device was returned in the blister tray inside the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted into the mid nozzle. No damage observed to the device. The correct nozzle confirmed on the device. The lens is returned outside of the device in the blister tray. Solution is dried on both surfaces of the optic and haptics. No damage observed. The product investigation could not identify the root cause for the reported complaint. The lens was returned outside the device, therefore we are unable to confirm lens and haptic position for advancement. No damage/abnormalities were observed to the device or to the iol. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was faulty in a preloaded device. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the issue was stiffness when implanting the lens and not a defective lens. There was no patient impact.